Event description:
Healthcare professional reported after injection with juvederm ultra xc and juvederm ultra plus xc in the tear troughs; the patient developed swelling under the eyes, the right side worse than the left. The patient stated that their eyes became very swollen right after an overseas flight. Hyalase was prescribed as treatment. The patient noted that now there is a "deficit" in the tear troughs and the area looks "really baggy." This is the same event and same patient reported under MDR # 3005113652-2014-00377 (allergan complaint # (B)(4)). This is the first MDR submitted for the first suspect product, juvederm ultra plus xc.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details have been requested. No additional information is available at this time. The events of swelling is a physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Additional information: symptoms have resolved.

Manufacturer narrative:
Medwatch sent to FDA on 09/29/2014. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.